Event description:
It was reported that the box of syringes 3ml s/t bns had no label on it. The following information was provided by the initial reporter: "we had a box delivered to us that I believe is from po 33441 but it doesn't have any kind of label on it. It is a box full of 3ml syringes, so I believe it is the box of 301077's that I ordered on that po, but since there is no label, I can't be sure.".

Manufacturer narrative:
H.6. Investigation: six photos were received and evaluated. Four photos showed various angles of a bulk non-sterile box, it could be seen the box was labeled "110" in marker, but was missing its label. One photo showed a picture of one loose 3ml slip tip syringe (p/n 301077), and one photo showed the interior of the box with syringes present. The observed condition of a label missing was non-conforming per product specification. Potential root cause for the missing label defect is associated with a failure to follow established procedures. The process for verifying proper label placement on all bulk non-sterile shipments was updated and released april 5th of 2021. Batch number is required to make corrective action determination based on the above date of the new process implementation. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the box of syringes 3ml s/t bns had no label on it. The following information was provided by the initial reporter: "we had a box delivered to us that I believe is from po 33441 but it doesn't have any kind of label on it. It is a box full of 3ml syringes, so I believe it is the box of 301077's that I ordered on that po, but since there is no label, I can't be sure."